Event description:
The customer called to report erratic blood glucose levels. The customer felt that the insulin pump was not functioning properly. The customer stated that his blood glucose was 580 mg/dl, he delivered a bolus, and it came down to 174 mg/dl. The customer stated that he refuses to go to the hospital and is very upset that we called the paramedics to his home. The customer also stated that he is considering filing a class action lawsuit against the company due to all the issues he's been experiencing, as well as not being able to get on some of our products due to (B) (4) restrictions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.